Manufacturer narrative:
During routine preventive maintenance (pm) testing of the z-800f infusion pump, a pressure sensor post error was identified. The device cannot perform infusion without occluding. A review of the device's serial number history revealed one similar complaint, (B)(4). The root cause of the issue remains undetermined. CAPA-15 was initiated to investigate the root cause for this failure mode. Reference to complaint # (B)(4).

Event description:
During routine preventive maintenance (pm) testing of the z-800f infusion pump, it was found there was a pressure sensor post error, and the device cannot run infusion without occluding. There was no patient involvement.

Manufacturer narrative:
This MDR submission is a duplicate. Please refer to MDR #3006575795-2024-00437 for complete information and details. Reference to complaint # (B)(4).